Event description:
It was reported that the pt experienced increased pain. An x-ray (2008) revealed that the catheter position was unchanged. Three days later the pump was aspirated and the volumes were found to be accurate. A dose adjustment was done with decreased pain. A catheter dye study was planned, and then aborted when csf was easily aspirated. The pt continued to experience lack of effect it was reported that the pt was "not any better since surgery" and still used a cane to walk. The pt experienced sciatica secondary to catheter irritation. The pt's catheter was replaced. The pt outcome was reported as no injury. The pt's pump contained a morphine/bupivacaine mixture.